Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the alarm to fail. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm failed. The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).